Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated /malposition of essure device - location of device: left tube/ malposition of the left tubal occlusion device"), uterine perforation ("perforated essure device on the left cornua") and menorrhagia ("heavy periods, clots /abnormal bleeding (menorrhagia)") in a 35-year-old female patient who had essure (ess205) (batch no. L 2138) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal and hypothyroidism. Concurrent conditions included breast cancer, menopausal since (B)(6) 2015, benign ovarian cyst, right lower quadrant pain since (B)(6) 2015, emesis since (B)(6) 2017, hematoma since (B)(6) 2017, appendicitis since (B)(6) 2017 and fibroids since (B)(6) 2017. Concomitant products included levothyroxine sodium (synthroid) since 2001 and trazodone since 2011. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2004, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2004, the patient experienced vaginal discharge ("vaginal discharge") and depression ("depression"). In (B)(6) 2004, the patient experienced nausea ("nausea"). In (B)(6) 2004, the patient experienced weight increased ("weight gain"). In (B)(6) 2005, the patient experienced headache ("headache") and migraine ("migraine headaches"). On (B)(6) 2015, the patient experienced pelvic pain ("pain"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vomiting ("vomiting"). The patient was treated with terconazole (terazol), mycolog, citalopram hydrobromide (celexa), ibuprofen, topiramate (topamax), surgery (hysterectomy with unilateral salpingo -oopherectomy - left salpingectomy), surgery (hysterectomy with unilateral salpingo -oopherectomy - left salpingectomy), surgery (ablation) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine perforation, vomiting, headache, migraine, vaginal discharge and weight increased outcome was unknown and the menorrhagia, vaginal haemorrhage, pelvic pain, nausea, dysmenorrhoea and depression had resolved. The reporter considered depression, device dislocation, dysmenorrhoea, headache, menorrhagia, migraine, nausea, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure (ess205). The reporter commented: removal details:1. Laparoscopic vaginal assisted hysterectomy. 2. Right salpingo-oophorectomy. 3. Left salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2004: total bilateral occlusion patient's current weight was 128 lbs. (B)(6) 2017:ultrasound of the pelvis and transvaginal : indication: abdominal and pelvic pain. (B)(6) 2017:reason for hospitalization :pelvic pain laparoscopic assisted vaginal hysterectomy, with right salpingoopherectomy, left salpingectomy. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming : vaginal discharge, pelvic pain, depression, nausea. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received. Reporter information updated. Historical condition, concomitant condition, concomitant drug, treatment drug, laboratory data were added. Lot no. Added. Added event abnormal bleeding (vaginal), headaches, dysmenorrhea (cramping), vaginal discharge, weight gain, depression, and mal position of essure device - location of device: left tube, event added as per mr: perforated essure device on the left cornua, clubbed event from medical record :malposition of the left tubal occlusion device. Updated outcome, onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated /malposition of essure device - location of device: left tube/ malposition of the left tubal occlusion device"), uterine perforation ("perforated essure device on the left cornua") and menorrhagia ("heavy periods, clots /abnormal bleeding (menorrhagia)") in a 35-year-old female patient who had essure (ess205) (batch no. L2138(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal and hypothyroidism. Concurrent conditions included breast cancer, menopausal since (B)(6) 2015, benign ovarian cyst, right lower quadrant pain since (B)(6) 2015, emesis since (B)(6) 2017, hematoma since (B)(6)2017, appendicitis since (B)(6)2017 and fibroids since (B)(6) 2017. Concomitant products included levothyroxine sodium (synthroid) since 2001 and trazodone since 2011. In (B)(6) 2004, the patient had essure (ess205) inserted. In june 2004, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In july 2004, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In august 2004, the patient experienced vaginal discharge ("vaginal discharge") and depression ("depression"). In (B)(6) 2004, the patient experienced nausea ("nausea"). In (B)(6) 2004, the patient experienced weight increased ("weight gain"). In (B)(6) 2005, the patient experienced headache ("headache") and migraine ("migraine headaches"). On (B)(6)2015, the patient experienced pelvic pain ("pain"). On (B)(6)2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vomiting ("vomiting"). The patient was treated with terconazole (terazol), mycolog, citalopram hydrobromide (celexa), ibuprofen, topiramate (topamax), surgery (hysterectomy with unilateral salpingo -oopherectomy - left salpingectomy), surgery (hysterectomy with unilateral salpingo -oopherectomy - left salpingectomy), surgery (ablation) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine perforation, vomiting, headache, migraine, vaginal discharge and weight increased outcome was unknown and the menorrhagia, vaginal haemorrhage, pelvic pain, nausea, dysmenorrhoea and depression had resolved. The reporter considered depression, device dislocation, dysmenorrhoea, headache, menorrhagia, migraine, nausea, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure (ess205). The reporter commented: removal details:1. Laparoscopic vaginal assisted hysterectomy. 2. Right salpingo-oophorectomy. 3. Left salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2004: total bilateral occlusion patient's current weight was 128 lbs. (B)(6) 2017:ultrasound of the pelvis and transvaginal : indication: abdominal and pelvic pain. (B)(6) 2017:reason for hospitalization :pelvic pain laparoscopic assisted vaginal hysterectomy, with right salpingoophorectomy, left salpingectomy. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming :: vaginal discharge, pelvic pain, depression, nausea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid) incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated /malposition of essure device - location of device: left tube/ malposition of the left tubal occlusion device"), uterine perforation ("perforated essure device on the left cornua") and menorrhagia ("heavy periods, clots /abnormal bleeding (menorrhagia)") in a 35-year-old female patient who had essure (ess205) (batch no. L2138(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, hypothyroidism, sleep disorder, vomiting blood, kidney stones, irritable bowel syndrome, breast cancer, cholecystectomy, tonsillectomy, mastectomy bilateral, upper respiratory infection, purulent rhinorrhea, facial pain, cough and blurry vision. Previously administered products included for sleep disorder: trazadone. Concurrent conditions included breast cancer, menopausal since (B)(6) 2015, benign ovarian cyst, right lower quadrant pain since (B)(6) 2015, emesis since (B)(6) 2017, hematoma since (B)(6) 2017, appendicitis since (B)(6) 2017, fibroids since (B)(6)2017, insomnia, uti, low back pain, follicular cyst of ovary, rash all over, erythropapular rash, kidney infection, fatigue, joint pain, diarrhea, cervical spondylosis, nephrolithiasis, hepatitis b, anxiety, dysuria, vaginal discharge, painful urination, urinary frequency, urinary urgency, burning micturition, fever, chills, abdominal cramps, gerd, goiter, hematuria, asthenia, pain in extremity, dizziness, numbness, nasal congestion, photophobia, phonophobia and vertigo. Concomitant products included levothyroxine sodium (synthroid) since 2001, trazodone since 2011 and venlafaxine hydrochloride (effexor). In may 2004, the patient had essure (ess205) inserted. In june 2004, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In july 2004, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In august 2004, the patient experienced vaginal discharge ("vaginal discharge") and depression ("depression"). In october 2004, the patient experienced nausea ("nausea"). In november 2004, the patient was found to have weight increased ("weight gain"). In may 2005, the patient experienced headache ("headache") and migraine ("migraine headaches"). On (B)(6) 2015, the patient experienced pelvic pain ("pain"). On 17-jun-2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vomiting ("vomiting"). The patient was treated with citalopram hydrobromide (celexa), gramicidin;neomycin sulfate;nystatin;triamcinolone acetonide (mycolog), ibuprofen, terconazole (terazol), topiramate (topamax) and surgery (ablation, ablation on nov-2012 and hysterectomy with unilateral salpingo -oopherectomy - left salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine perforation, vomiting, headache, migraine and vaginal discharge outcome was unknown, the menorrhagia, vaginal haemorrhage, pelvic pain, nausea, dysmenorrhoea and depression had resolved and the weight increased was resolving. The reporter considered depression, device dislocation, dysmenorrhoea, headache, menorrhagia, migraine, nausea, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure (ess205). The reporter commented: removal details:1. Laparoscopic vaginal assisted hysterectomy. 2. Right salpingo-oophorectomy. 3. Left salpingectomy. Patient's current weight was 128 lbs. (B)(6) 2017:reason for hospitalization :pelvic pain. Laparoscopic assisted vaginal hysterectomy, with right salpingoopherectomy, left salpingectomy. Date of removal discrepancy - (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram - in july 2004: results: total bilateral occlusion. Ultrasound pelvis - on 17-jun-2017: abdominal and pelvic pain.. Ultrasound scan vagina - on (B)(6) 2017: abdominal and pelvic pain.. Concerning the injuries reported in this case the following ones were described in patients medical record confirming : vaginal discharge, pelvic pain, depression, nausea, weight gain, migraine, headache. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr were received: reporters were added. Date of ablation was added. Outcome of weight gain was updated. Medical history and concomitant conditions were added. Reporter causality comment was added. Auto-narrative supplement was updated. Lab data added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, migraine ("migraine headaches"), menorrhagia ("heavy periods, clots") and vomiting ("vomiting"). The patient was treated with surgery (underwent a surgical removal of the essure devices). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, migraine, menorrhagia and vomiting outcome was unknown. The reporter considered device dislocation, menorrhagia, migraine and vomiting to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.